Event description:
It was reported the patient had bi-lateral tmj implanted (B)(6) 2010. The patient experienced pain and the surgeon explanted the joint on (B)(6) 2011.

Manufacturer narrative:
Product return has been requested, however, the product has not been received by manufacturer. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See 1032347-2011-00079 as two devices were explanted from the same patient. Other: not returned to manufacturer.